Event description:
Additional information was provided that the malfunction occurred during testing.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with minor scratch on the screen and with the downstream occlusion (dso) seal peeling off. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported issue was unable to be duplicated. Service recommended replacing the dso sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump had a cassette attached error. There were no reported adverse effects.